Event description:
It was reported the surgeon was attempting to remove the existing hardware and implant new hardware to extend fusion. The driver broke during the attempted removal, therefore the implants were left in the patient. No adverse events were reported as a result of this event. The instrument was not returned for evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. A review of the device history records indicated that there were no dimensional, functional or material anomalies reported at time of inspection. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.